Manufacturer narrative:
(B)(4). The analysis results found that the anvil and the ancillary trocar of an (B)(4) device were received for analysis without a device. The ancillary trocar was received in good visual conditions. In addition, the anvil was noted to have the breakaway washer. The washer was cut and only the anvil half was returned. The ancillary trocar was tested on the returned anvil and it worked as intended. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information.

Event description:
It was reported that during a colostomy take down procedure, the device fired as intended. However, before the firing sequence, the force to insert and extract the trocar was greater than normal while pulling apart and the bowel became torn; it was repaired using suture. The same device was used to complete the procedure. No adverse consequences reported.